Event description:
It was reported that during a laparoscopic cholecystectomy, the device began to leak during the procedure and a new device was requested. There was no patient injury. Additional information was requested, but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation under magnification it was found that the seal inside the sleeve component had a cut. The device was pressure tested and showed signs of leaking when the obturator was inserted into the sleeve. No packaging was returned with the device, so it was not possible to review the device history record. As the device had been used during a procedure, no conclusion could be made as to what caused the reported event.